Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead 2013 (B)(6). (B)(4).

Event description:
It was reported by remote transmission post coronary bypass graph procedure the atrial lead impedance measured high and the polarity had switched from bipolar to unipolar. The lead is still in use. No patient complications were reported as a result of this event.